Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/04/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. Dexcom was made aware on (B)(6) 2018 that medical intervention had occurred. The patient stated that after the sensor was applied, the area on the abdomen began to itch and a red blister developed. Patient continued to wear the sensor until the sensor session ended on the tenth day. On (B)(6) 2018, the patient saw a doctor and was prescribed a topical steroid cream. At the time of contact, it was indicated that the patient was healing. No additional event or patient information is available.